Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode and then an inappropriate shock episode six days later. The patient reported they were bending down at the time of the shock. X-rays were performed; during the follow-up, the physician observed noise on all three vectors. A request was made for technical services to review the device data. Upon review, technical services discussed that the noise produced during the follow-up did not appear to be oversensed by the device and was correctly marked as noise. In the stored episodes, it appeared the noise was not external or electromagnetic interference (emi), but was caused by some repetitive movement. The noise stopped after the shock was delivered, indicating the movement was stopped. The current device settings appeared appropriate for sensing and for the r-wave amplitude. No adverse patient effects were reported. The device remains implanted and in service. The patient was seen in the clinic for troubleshooting. The same noise was able to be reproduced when the patient touched their right shoulder with the left arm, in both the primary and secondary vectors. The device was deactivated and data was submitted to technical services for review. The most recent presenting egm from (B)(6) 2021 showed normal sensing and acceptable r-wave amplitudes in the secondary vector. Technical services noted the r:t ratio was not great, but smart pass was enabled and this would help to mitigate potential t-wave oversensing. Technical services discussed acquiring a new template if the gain should be reprogrammed from 1x to 2x. Device therapy was programmed back on and the patient was being followed in the remote monitoring system.